Event description:
Per the clinic, the patient was placed under general anesthesia and the device was explanted on (B)(6) 2022, due to damage to the abutment subsequent to a head injury. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 27, 2022.